Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the edge of the anvil was crooked so the sulu of the endo gia had problems with the firing. The stapler did not fire normally at all from the start. There was some bleeding in the stapling line. Another device was applied which resulted in resection of add'l tissue.